Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 97715, serial/lot #: (B)(4), ubd: 14-sep-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 01-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that there was an issue where their leads ¿separated¿ and stopped working, therefore, the had a revision done and new leads were implanted. The patient stated that they are not sure exactly what caused the issue. They mentioned that they were getting injections and they told the healthcare provider that they didn¿t feel stimulation anymore. The patient had an x-ray done, and a lead issue was found. The revision/replacement was done on (B)(6) 2018, which resolved the issue. No further complications were reported or anticipated.